Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of channel errors was not determined because no products or device logs were returned.

Event description:
It was reported that the device had channel errors. The clinicians usually remove the affected device and put it in the dirty utility without tagging. The cpc team discussed to tag the device with the issue and error code, if possible, to ensure biomed is aware which device is affected so that it can be taken out of service for evaluation; also discussed risk of recirculating a device with an issue. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel errors. The clinicians usually remove the affected device and put it in the dirty utility without tagging. The cpc team discussed to tag the device with the issue and error code if possible, to ensure biomed is aware which device is affected so that it can be taken out of service for evaluation; also discussed risk of recirculating a device with an issue. There was no information on patient involvement.